Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device stopped running for forty five seconds after the hand control test. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned with no alleged deficiency. During service and repair pre-testing, it was observed that the device stopped running after the hand control assessment for forty five seconds. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. The device was disassemble all components appeared to fine. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.